Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided for review. The provided imagery was evaluated and revealed the following: flex shaft kinked next to flex tip. Balloon appears to be filled with blood, indicating a leak. The reported event of tracking, device damage, device leakage were confirmed based on evaluation of the provided imagery. No manufacturing non-conformance's were identified during engineering evaluation. A review of the DHR, and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. In this case, it was reported that the patient presented severe vessel tortuosity and previous surgeries which made navigation through the anatomy difficult. It is likely that additional device manipulation was applied to overcome the resistance, which then may have led to the flex shaft kink. Additional device manipulation may have also forced a negative interaction of the balloon against calcified nodules, and/or between the balloon and the crimped valve, which could potentially result in balloon leakage, especially if compounded with tortuous condition. As such, available information suggests that patient factors (tortuosity, previous surgery) and procedural factors (device manipulation, interaction with crimped valve) may have contributed to the events. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Phone number (B)(6). This is one of two manufacturer reports being submitted for this case. Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in colombia, regarding an implant of a 20mm sapien 3 valve in aortic position by transfemoral approach. During the procedure, when crossing the aortic arch, resistance was generated. During an attempt to advance the system with that resistance, a fracture of the 20mm commander delivery system was observed. It was decided to remove all devices. After the withdrawal of devices, the valve presented structural damage, and the delivery system balloon was fractured and perforated. A new kit was prepared and used in replacement. The patient did not suffer any injury and was noted as to be in stable condition. As per medical opinion, the root cause of the event was the severe tortuosity of the vessel and the anatomical resistance due to previous surgeries in the patient, which made the adequate navigation of the system difficult.